Event description:
It was reported that the pacemaker exhibited oversensing. Possible premature battery depletion was also suspected. The device was explanted. No further information was reported.

Manufacturer narrative:
The reported field event of premature battery depletion and oversensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.